Manufacturer narrative:
The insulin pump passed the displacement test. The pump alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test during self test, and power error alarm and power loss alarms are found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the pump was monitored and is functioned properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose is 388 mg/dl. Customer also reported that the insulin pump had power loss alarm. Customer stated that they were able to complete rewind insulin pump. The customer did experienced the symptoms such as nausea. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis.